Event description:
Routine intermittent catheter patient (user) states he experiences a urinary tract infection (uti) every 90 days or so but doesn't know why. He states he last had a uti a few months ago. He was given an antibiotic and is now fine.